Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopic appendectomy, one jaw of the bowel grasper broke inside patient. Doctor retrieved jaw. There was no report of injury to the patient and the procedure was completed.